Manufacturer narrative:
Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the registration points were displaying on the opposite side of the forehead in the application software. Registration could not be completed on the patient. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: information regarding registration analysis. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that there was a well done, proper trace pattern with 1.3 mm accuracy registration. As before, no fault found.

Manufacturer narrative:
The patient archive from the procedure was reviewed by medtronic personnel. The archive was found to have a sufficient tracer pattern and the archive did not provide additional insight into the reported issue.

Manufacturer narrative:
Software investigation was unable to determine a probable cause without further information since the o n-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.